Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and reseated the p4 connectors on the fila driver and the power cap module, generator interface board, fluoro functions board and the hvsr printed circuit boards. The system was tested and found to be working as intended and put back into service.